Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files showed eighteen applications were performed. The temperature in four of the applications did not go below negative thirty-one degrees fahrenheit. The mapping catheter, 990063-20 with lot 213753370, was not returned for investigation. In conclusion, the reported mapping catheter cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter kinked and was unable to reach the pulmonary vein. The catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.